Event description:
It was reported that inappropriate mode switches due to far r wave oversensing were observed. Programming changes were recommended.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.